Manufacturer narrative:
MFR control no. Ic980340. The sample has been returned to arrow. It was not possible to evaluate the balloon on the returned catheter because 10cm of the distal end of the catheter had been cut off by the customer and not returned with the sample.

Event description:
It was reported that the balloon on the catheter ruptured after three days of use. There were no pt complications.